Event description:
A malfunction was reported on the pump, but no notable events occurred before it. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided information on how to handle the malfunction code, which did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue reappears, which they acknowledged and understood.